Event description:
It was reported, the patient¿s stimulator stopped holding a charge. It was noted it took four to five hours to charge. It was reported, the stimulator was replaced. It was reported, the stimulator was replaced with a non-rechargeable battery. It was noted, the old stimulator would not fully charge and could not get full coupling. It was reported, the battery would deplete in two days. It was noted, the patient had to lie down to charge. It was reported, the stimulator eventually was not recognized and could not be charged.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).